Event description:
The insulin pump was returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp customer returned device for an alleged device error 42 device error 43 and failed battery test found on (B)(6) 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. However, device received with a high sleep current. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. No device error 41, device error 43 and failed battery test noted during testing. Device error 43, device error 41 and failed battery test was found in the device downloaded history on november 03, 2022 at 18:23:23.000, november 03, 2022 at 18:23:23.000 and november 03, 2022 at 18:24:11.000 respectively. Swapped electrical board with a test board and sleep current measurement passed. Motor was tested outside of the device and no alarms noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, cracked case-corner of belt clip rails serial number label and pillowing keypad overlay. In summary, customer allegation for device error 41 and device error 43 were confirmed. Device error 41 and device error 43 were found in the device history. Unexpected battery power loss was confirmed due to high sleep current. Swapped electrical board with a test board and sleep current measurement passed. Problem isolated to electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had detected motor power supply voltage error (pump errors 41), motor was reading unexpected value from hall sensor (pump errors 43) and battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to rewind the pump and clear the alarm. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.